Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured high shocking impedances following an open heart surgery where the patient received an external shock. All other lead measurements were within normal range.